Event description:
The co received a report where it was claimed that the inner cannula of the trach separated every so often during pt use. The caller (pt's husband) revealed that the tube had been in use since (B)(6) 2011. The caller was informed that the tube is only to be used 29 days as indicated in the directions for use. The caller reported that the trach was scheduled to be changed by the end physician in a week, following this report.

Manufacturer narrative:
The sample associated to this report is currently transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.